Event description:
The customer reported receiving ne% (neutrophil percentage) low with ly% (lymphocytes percentage) high for the abnormal control level ii 5c on a coulter hmx hematology analyzer with autoloader. The customer replaced the lh diff pak reagent, and then observed vote outs (non-numeric results) in both normal control lots, and requested a service visit. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2014. The fse found that the aspiration pump was not pumping properly and replaced the pump, which along with other troubleshooting procedures, resolved the issue. The repairs were verified per established service procedures. (B)(4).